Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. Customer reports after troubleshooting they received a critical pump error image on the pump screen. The customer¿s blood glucose was 160 mg/dl .the insulin pump will be returned for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection.